Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant the rv lead exhibited low high voltage lead impedance. The lead was capped and replaced. The procedure was completed with no complications. The patient condition was fine.